Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a cassette error during testing.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were performed. The reported problem was unable to be verified or duplicated. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.